Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is assumed that the reported event was the breakage of the pin which fixed the grasping section to the distal end of the insertion portion. This type of event is most likely related to the operator's technique. Based on the past similar cases, the breakage occurred because the grasping section was subjected to an excessive load under a state in which it was fully opened. The instruction manual of the device has already warned as follows; -before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument and see chapter 8, ¿troubleshooting¿. If the irregularity is still suspected after consulting chapter 8, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.

Event description:
During a procedure on the uterine ptosis, the subject device was used. A pin of the device was broken when the doctor was cutting the tissue, and it fell into the patient. The broken part was retrieved. There was no patient injury reported. This is a report regarding the breakage of the pin.